Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: the root cause analyzed for this event is confirmed to be the misuse of the device. The condensation water from hamilton-h900, runs into the pressure sensor assembly. Because the circuit (breathing circuit) was not removed from the hamilton-c6 for the consequences established the device fails to meet the specification during the calibration. The failure of the self-test of service software describes in chapter 7.8.1.1.2 pressure of service manual hamilton-c6, confirmed the failure of the part pressure sensor assembly. The operator manual of hamilton-c6 describes how to dispose of the breathing circuit after the device is switched off to avoid contamination. The root cause is related to a use error. The ventilator was taken out of service and the re-calibration routine was executed. Pressure sensor assembly msp 160870 was replaced and confirmed. All technical service software was performed and documented with no deviation. The part was not returned for an internal investigation. No rga was requested for the pressure sensor board msp 160870. The ventilator was brought back into service.

Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: ventilator used with heated/humidified h900 circuit. Ventilator was put in to standby. Breathing circuit y-piece and flowsensor where positioned in a way, that condensed water was running through the flowsensor pressure lines towards the ventilator. Hypothesis: water ran into the pressure sensor assembly. Binary valve comp test in service software: prox autozero valve operation and autozero failed repeated a couple of times, not successful..

Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: investigation ongoing.

Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: ventilator used with heated/humidified h900 circuit. Ventilator was put in to standby. Breathing circuit y-piece and flowsensor where positoned in a way, that condensed water was running through the flowsensor pressure lines towards the ventilator. Hypothesis: water ran into the pressure sensor assembly. Binary valve comp test in service software: prox autozero valve operation and autozero failed repeated a couple of times, not successful.